Event description:
It was reported the luer adaptors have broke in the cvc hubs when they are attempting to get pre labs. Have had 3 patient safety events of the adapter breaking of into the cvc hub and having to be sent to ER to have cvc repair. Multiple lots reported (22j11b (manufactured: 10/11/2022, expires: 09/30/2027), 22j14b (manufactured 10/14/2022, expires: 09/30/2027). Note: multiple attempts have been made to obtain additional details about the incident and patient status, with no response.